Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system or insulin was squirting out during manual prime. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected compromised force sensor system alarms noted during testing. Unit passed self test, off no power test, unexpected restart error test, displacement test, rewind test and basic occlusion test. The stop (idle) current test and run current test were in specification. Unable to prime during prime test due to moisture damage on force sensor resistor. Unit received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked casing, cracked battery tube threads, missing end cap sticker and corrosion in battery tube.